Manufacturer narrative:
Previously reported should have been (B)(6) 2019 rather than (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-13778. Related manufacturer reference number: 2017865-2019-13779. It was reported that the patient presented in clinic for an elective upgrade procedure. During the procedure, fluoroscopy imaging was performed and externalized conductors on the patient's right ventricular lead was observed. It was noted that all electrical measurements were normal. The lead was capped and replaced on 6 sep 2019. In addition, after implanting the patient's left ventricular lead, high pacing impedance was observed. It was suspected that the physician may have compromised the lead by tightening the suture too tight. Due to complicated patient anatomy, the lead remained implanted and programming changes were made. Lastly, it was noted that set screw on the implantable cardioverter defibrillator header was unable to be tightened and was suspected to be due to unscrewing and re-screwing the left ventricular lead into the generator multiple times. The device was explanted and replaced. The patient was stable throughout the procedure.